Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity "(for the third night)" of homechoice cassettes leaked from an unspecified location. This occurred during use for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Rts reviewed proper procedures per the user manual with the patient. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.